Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. The was no corrosion or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have physical damage near the base of the grip set. One edge of the pulley was indented. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found mechanical indentations and burrs at the bipolar yaw pulley. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar forceps instrument was not functioning properly. The procedure was completed with no reported injury.